Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their previous implantable neurostimulator (ins) was replaced because it started to turn under their skin. The patient got it replaced in (B)(6) 2016, so that it did not move. No patient symptoms or further complications were reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.